Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt reported that, prior to the office visit, their dog jumped on their chest and pt felt the generator move. X-rays reviewed by treating nurologist revealed an apparent break in the lead. It was also reported that the pt had a hematoma at the chest incision site due to the dog jumping on pt. Revision surgery is planned after the hematoma has healed.